Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. However, based on the service/repair evaluation the reported b30 error was caused by corrosion of the connector pins as scope contact error (b30) occurred in dust, debris attached or corrosion on the electrical contacts attributing to failure of communication between processor and scope. As stated on the IFU (instruction for use) and as a preventive measure, the IFU states, make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to the service center and the evaluation confirmed the reported b30 scope communication error which was due to a corroded video connector pins. Additionally, a software upgrade to the latest version is recommended. The device was repaired and returned to the customer. A review of the device's repair history shows no previous repair records; device purchased on (B)(6) 2014. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the nurse at the user facility that when two cysto-nephro videoscopes were connected to the visera elite video system center, a b30 scope communication error occurred during the beginning of a therapeutic procedure. There was only a small delay as another cart/tower was brought in to complete the intended procedure. No patient injury or harm reported. Troubleshooting confirmed that the two cysto-nephro videoscopes worked without issue on a different visera elite video system center.